Event description:
The hcp reported the pt presented with signs of an infection including fever, redness, and pain. A culture was taken - the source and results not reported. The pt was treated with IV antibiotics and total device system explant. The pt outcome is unknown to the reporter. The pt did not experience drug withdrawal as they were given narcotics in the hospital for pain.